Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, clip applier was used to ligate the cystic artery and duct wherein the clip was dropped post-operatively. The patient was returned for a reoperation and an open surgery was done due to the issue. The clip was removed from the cavity and the cystic duct was re-occluded with another device. The patient was readmitted in the second procedure for 2 hours. The incision was extended more than 1 inch due to the product problem.